Manufacturer narrative:
This event occurred in (B)(6). The e801 module serial number at the investigation site was (B)(4). The ft4 iii reagent lot number used at the investigation site was 380330 with an expiration date of dec-2019.

Event description:
The initial reporter complained of discrepant results for 1 patient sample from (B)(6) 2019 for elecsys ft4 iii (ft4 iii), elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii) on a cobas e801 module compared to the accuraseed method. The initial results from the customer site were not reported outside of the laboratory. There was an insufficient amount of this sample material remaining so the investigation and outsourced laboratory using the architect method tested a sample from the same patient from (B)(6) 2019. Discrepant results were identified between the customer's e801 module, the e801 module used at the investigation site and the architect method. It is not known if the results from (B)(6) 2019 were reported outside of the laboratory. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results and medwatch with patient identifier (B)(6) for information on the ft3 iii results. There was no allegation that an adverse event occurred. The customer's e801 module serial number was (B)(4).

Manufacturer narrative:
The customer sent the patient sample to the manufacturer for investigation. The customer's ft3, ft4, and tsh results were reproduced. The presence of an interfering factor was detected, causing falsely elevated ft3 and ft4 values and falsely decreased tsh value. Product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.  The investigation did not identify a product problem.